Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: 0185 boston scientific lead implanted: 2005 (B)(6); 4542 boston scientific lead implanted: 2005 (B)(6). (B)(4).

Event description:
It was reported that the right atrial lead impedance has spiked high on three separate occasions over the past three years. When the patient is in clinic, the lead impedance ranges from 475 to 893 ohms. A chest x-ray was negative for any observable issues. Isometrics were negative for noise. The lead remains in use. No patient complications have been reported as a result of this event.